Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to a fracture which caused noise. There was 1 inappropriate shock reported and 5 detections without therapy. The device was changed out at the same time so that the patient wouldn't have to go through another change out soon. Should additional information be received, this file will be updated.